Manufacturer narrative:
The product analysis confirms the reported issue. The one-minute pre-repair temperature test results are as follows: 122 degrees f at the rear, 147 degrees f at the middle, and 194 degrees f at the nose. The motor would not pass electrical safety test. The nose cone was internally worn and the bearings were broken.

Event description:
The available information indicates that a handpiece got hot. The service report confirms the reported issue. There was no patient impact.